Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and confirm the reported issue. He addressed the failure back to the loose yellow plug of the valve block on the cardioplegia circuit. He replaced the plug and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report stating that the heater cooler 3t system was leaking water during a procedure. Water was noticed near the device's wheels on the floor. There was no report of patient injury.